Manufacturer narrative:
(B)(4) infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2011. During the procedure, there was some generalized oozing after extensive lysis of adhesions. Larger bleeding points were cauterized, then an absorbable hemostat was placed in the posterior cul-de-sac against the posterior wall of the uterus. The excess absorbable hemostat was not removed. On (B)(6) 2011, the patient became febrile. The patient called the surgeon on (B)(6) 2011 stating she was in pain and was instructed to go to the emergency room. The patient's temperature upon admission was 104f and rose to 108f while in the emergency room. The patient was taken back to the operating room on (B)(6) 2011. The absorbable hemostat was removed and the pelvis was irrigated copiously due to possible allergic reaction or infection. Post operatively the temperature came down. The patient was placed on ertapenem initially and then on vancomycin once the cultures were obtained. Cultures of the area grew staph epidermis. Moderate (B)(6) and (B)(6) were seen. The patient is now recovering well. The surgeon opines this was a post operative infection and the absorbable hemostat was a contributing factor.